Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the affected device confirmed that the stent has not been released. In the as-returned state, the distal end of the outer sheath was located at the proximal end of the device tip. The device shows several kinks over its entire length. Particularly the stainless-steel tube is bent over its entire length and strongly kinked about 145 mm distal to its proximal end. An attempt to release the stent during the technical investigation was unsuccessful since the kinked stainless-steel tube was unable to pass the entrance of the t-connector. The stent could be released after unkinking or rather straightening the stainless-steel tube. The introducer sheath and the guidewire used in the intervention were not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The most probable root cause for the reported event is related to the handling during the procedure. Please note that, according to the IFU, the astron self-expanding stent system is indicated for use in patients with atherosclerotic disease of the iliac arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e. G. Residual stenosis and dissection.

Event description:
An astron peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (70 percent stenosis degree) in the mildly tortuous proximal subclavian artery. After pre-dilatation, the stent was delivered to the lesion but it was not possible to release the stent.